Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a facility representative via email that an ar-3638 knotless fibertak was used during a shoulder scope procedure on (B)(6) 2023. After implanting the anchor and removing the inserter from the patient, the inserter was taken to the back table, where it was noticed that a piece of the metal inserter was missing. Single view left shoulder intraoperative views of the left shoulder, demonstrate no dislocation or fracture. No radiopaque foreign object was identified. Specifically, there is no evidence of a metallic needle. Additional information requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed misuse due to misaligned insertion; or prying/leveraging during insertion.